Event description:
It was reported that the right ventricular lead (rv) perforated through the heart. The patient presented during wound check with dropped impedance, high threshold to no capture and very low r waves. Prophylactic sternotomy was in place and it was noted the lead was out of the heart 2-3cm. A decision was made to explant and not replace the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid on the outer tubing overlay, as well as a breached cut. The helix was distorted/bent and there was blood in/on and tissue on the helix. There was apparent explant damage.